Manufacturer narrative:
Expiration date: 2020-02. The actual device was not available; however, a photograph was provided for evaluation. Visual inspection of the photograph was performed and noted that the pouch was pierced or damaged with iodine staining visible on the outside of the pouch. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a connection shield was damaged. The damage was further described as a hole in the packaging which caused the povidone iodine inside to spill out into the outer packaging. This was identified before use. There was not patient involvement. No additional information is available.